Event description:
Per the audiologist, the pt's device was explanted in 2007 due to migration of the electrode array. Info on reimplantation surgery was not provided.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.